Event description:
An adverse event was reported during a procedure while the users were mapping on the left and right side of the heart. Three (3) to 4 lesions had been performed on the right side at 50 watts with stereotaxis and mapping with esi using a celsius thermocool catheter. There was some effect on the premature ventricular contraction (pvc) noted for couple of minutes epicardially. The physician felt he was not getting the contact and the lesion that he needed to terminate the arrhythmia. He then stopped using rmt and set up to do a manual procedure. The magnets were stowed and everything had been taken out. Non-bwi devices were used (agillis sheath with a sapphire blue (st. Jude) catheter). The ablations were performed at 45 watts. Immediately after the first burn the physician knew that a steam pop had occurred. The patient's blood pressure dropped from 130 to 70. A pericardial drain was performed. In the follow-up on the patient, he was in stable condition later that day and was released from the hospital the next day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.